Event description:
It was reported that after inserting the catheter, there was a leak from the catheter at some point the next day, and there was a pinhole about 2 cm from the connector.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One groshong nxt clearvue catheter was returned for evaluation. An initial visual observation revealed a short segment of the catheter was returned attached to the two-piece connector assembly. Use residue was observed within the extension tubing. A functional testing of flushing the catheter with water using a 12ml syringe was performed. A leak was observed just distal to the 32cm depth marking. A microscopic observation revealed three splits oriented longitudinally where the leak was found. The edges of the splits appeared to be somewhat uneven and slightly round in some areas. Superficial damage was observed near the longest split, which could have been caused by a contact between a hard instrument on the catheter¿s outer wall. The fracture surfaces of the splits appeared to be mostly smooth. The catheter was dissected for inspection and some impressions on the catheter¿s inner wall were observed where the splits were located. These findings suggest the observed damage was likely caused by interactions between the catheter inner wall and the stylet, such as compression of the catheter with the stylet still inserted, or a forceful movement of the stylet against resistance. This complaint will be recorded for future trending and monitoring purposes.